Manufacturer narrative:
One certain® 3.4mm(d) driver tip - long (impdtl) and one 3i t3® with dcd® non-platform switched parallel walled implant 4 x 10mm (bnss410) were returned for investigation. Visual evaluation of the as returned products identified the devices were returned engaged as well as signs of use and no apparent malfunction on both devices. Functional testing was performed for the returned products and it was determined the devices were able to be disengaged. However, based on sme review (dev associate director), the reported devices, bnss410 and impdtl are not compatible. Therefore, the most likely cause of the reported event is misuse of incompatible devices by the customer. No pre-existing conditions were noted by the customer. The patient had moderate (type ii) bone density. The reported devices were used on tooth # 21 and the implant was used for 1 day/procedure while the driver was used for an unknown duration. The customer did not provide pictures or additional evidence. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (impdtl) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (impdtl) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or devices (impdtl & bnss410). Therefore, based on the available information, the reported event was confirmed as the reported devices, bnss410 and impdtl are not compatible. A definitive cause could not be identified. However, the probable causes may be associated to the use of incorrect driver into the implant (use of micromini driver to place non-micromini implant). The following sections have been updated: b4: date of this report. D1: device brand name updated. D2: common device name. D4: device catalog: updated. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
Additional information received from the device investigation report identified the device to be impdtl.

Manufacturer narrative:
Zimmer biomet (B)(4). Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that a driver tip (iipdtl) was unable to disengage from an implant. Doctor confirmed that procedure was completed using another driver tip.